Event description:
Total left hip replacement. Now when I walk my hip squeaks & pops. So far I haven't experienced any pain with it. It really is an embarrassment to go along squeaking, & some days, it is really loud.